Manufacturer narrative:
Result: head right siderail timing link.

Event description:
It was reported by service report that the bed's head right siderail could not be raised. It is unknown if there was patient involvement. However, no adverse consequences were reported.